Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event during dialysis treatment and subsequently expired the same day after the use of the product.

Manufacturer narrative:
The is one event of two for the same patient involving two separate products.